Event description:
The customer reported that alarms were not being displayed as expected. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that alarms were not being displayed as expected. No pt harm was reported. The initial info supports that the hospital wanted assistance with alarm overview configuration and that there was no device malfunction or design problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.